Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_ext, product type: extension. Country:(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The parkinson¿s disease patient reported through a manufacturer representative (rep) that she experienced ¿fatigue in both legs, pro blems in walking, and prolonged off periods and drug inefficacy, above all in the afternoon.¿ it was further reported the patient¿s ¿worsening of symptoms had happened suddenly since¿ (B)(6) 2016. The patient also ¿felt the left extension was pulling and she had pain/trouble at the back of the left ear, exactly where the connection between the lead and extension was.¿ while it was noted the patient¿s right implantable neurostimulator (ins) was ¿ok,¿ they reportedly experienced ¿trouble in placing the antenna to read¿ the left ins. The patient ¿had to rotate it 120 grades to read it¿ which the rep stated led them to ¿think the ins was rotated/moved away from its original place.¿ it was noted that this ¿also explained the pulling of the extension.¿ impedance testing was performed and found impedances of ¿6000/8000 ohms.¿ it was noted that all unipolar and bipolar impedance readings were high and out of range as of (B)(6) 2016. The left ins was off and imaging of the head and thorax determined ¿the lead was broken at about 14 mm from the connection with the extension¿ and the ins had ¿rotated 180 grades.¿ it was stated the lead ¿breakage seemed to have been caused by a torsion of the lead as a consequence of stress by the strained extension and patient had gained weight.¿ there were ¿no traumas¿ associated with the worsening of symptoms in (B)(6) 2016. Regarding whether the cause of the ins rotating/moving, it was noted the ¿patient had gained weight and [the implanting physician] probably hadn¿t used the suture holes to secure the ins to the muscle fascia and [the implanting physician] probably hadn¿t left the right amount of loop, not leaving enough slack.¿ the patient¿s lead remained implanted and out of service at the time of report, with replacement of the left lead planned (but not yet scheduled) for a future date. The issue remained unresolved at the time of report.